Manufacturer narrative:
The customer reported that the transmitter was hot to the touch and had a melted battery. There was no physical damage or fluid intrusion. The device was in use on a patient; however no patient harm was reported. The customer was provided with an exchanged device. The device was sent in for evaluation. Nihon kohden inspected the interior components of the case and found no evidence of a short on the battery leads or of fluid intrusion; however there was evidence of damage, possibly from being dropped. A quality assurance inspection further revealed that the negative contacts showed resin melting at the spring, which per an nkc investigation on a similar incident, is indicative of improper battery insertion. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the transmitter was hot to the touch and had a melted battery.